Event description:
It has been reported that the device shut down unexpectedly and had a black screen.

Manufacturer narrative:
New information received indicates the allegation from the customer was against a non-philips device. As such, this report is being closed as no further investigation is possible.